Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, lesion crossing difficulties were encountered and the stent strut broke. The lesion was located in the diagonal artery and was described as 80% stenotic with moderate calcification. The target vessel was a severely tortuous left internal mammary artery graft. Ivus was not used. A 2.5 x 15 mm voyageur balloon was used twice to pre-dilate the lesion. The physician attempted to cross the lesion with a taxus express2 3.0 x 16 mm drug eluting stent but was unsuccessful. It was noted the stent was put under a lot of stress while trying to cross the area. Upon removal, it was noticed that a strut was broken and sticking up mid-stent. Another taxus express2 3.0 x 16 mm stent was attempted to be placed but could not cross the lesion. The pt was going to be treated medically. There were reported pt complications.